Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was not pacing upon implant. The lead was removed and a different lead was implanted successfully. No patient complications have been reported as a result of this event.